Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous ostium of the left circumflex (lcx) artery. After predilating the lesion, a 16x3.0mm taxus liberte stent delivery system (sds) was advanced but could not cross. Further dilatation was performed and two guide wire were used but the sds still did not cross the lesion. When the device was removed from inside the pt, it was noted that the distal edge of the stent was damaged. The procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "good".